Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the df4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that patient presented for lead revision. After new lead was placed in header, set screw would not tighten and there was no sound heard. New screwdriver was used but this did not work. Device was explanted and replaced. No other adverse consequences were reported after event.